Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty internal paddle set. The fse ordered a replacement internal paddle set. When the replacement part is received, the fse will replace the part and place the device back in customer use. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the internal paddles are not functioning. There was no patient involvement.